Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self-test. No unexpected restart alarm and no external error alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that multiple pump error was occurred. Blood glucose was 142mg/dl. Troubleshooting was performed. Customer also reported that alarm occurred shortly after inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.